Event description:
It was reported that the device experienced at least four power on resets. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): preliminary analysis and review of device data confirmed the por (power on reset) and determined it was due to an atrial rate limit response. Further analysis identified an ic (integrated circuit) as the cause for the atrial rate limit por. J-tag testing reported fault grade failures within the ic. No further analysis was performed since the failed fault grade vectors were unable to translate to the ic circuitry.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku